Event description:
It was reported that screw fractured. Dr. Has not been able to remove the screw. Implant is still in place. Tooth #19.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
A certain titanium hexed screw (iuniht) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported device location and usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Dec post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.